Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the internal pressure sensor does not calibrate automatically. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A remote service engineer (rse) evaluated the device with the customer and confirmed occurrence of error 1108. Onsite service to be performed.

Manufacturer narrative:
The customer replaced the data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.